Event description:
It was reported that the left ventricular (lv) epicardial lead had an elevated threshold. The lv epicardial lead was capped. During implant attempt of a transvenous lv lead, the lv lead became dislodged while slitting the catheter. A guide wire was inserted into the lv lead which began to unravel upon withdrawal. A stylet and new guidewire could not be inserted into the lv lead; therefore, a new lead with the same model was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and all conductors had blood/fluid which created an obstruction. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).